Event description:
Failure of ICD defibrillator. Defibrillator system includes an rv apex dedicated bipolar shocking lead. This was initially implanted in 1995. At that time a svc lead was also implanted which was a medtronic, implanted in 1995. New pulse generator was implanted in 1999 and was a medtronic. The pt has been followed in the clinic with nominal parameters with good sensing and pacing characteristics and noninvasive shocking resistance has been normal. The pt had a shock from defibrillator in 2000. Pt did not seek medical attention until approx one month when interrogation in the clinic showed failure of ic generator. Interrogation showed a full electrical reset and pt was unable to interrogate. Upon trying to charge capacitors, reporter found a "timed out" sequence. There features would indicate complete disruption or failure of ICD generator. Reporter thinks this is a particularly important case since the gem 7227cx has been of concern. There have been concerns when this generator has been coupled with an integrated bipole and reporter has been advised to change polarity on the shocking system. However, reporter has specifically not been told to make any adjustments in the dedicated bipolar lead system. However, this pt does have a dedicated bipolar shocking system, not integrated bipolar system and has shown failure of ICD generator after a single shock. Therefore reporter is concerned that the problem with gem 7227 is not simply related to the integrated bipolar shocking leads, but may also encompass pt with dedicated bipolar leads, as well. Reporter is concerned that this is a sentinel event and should be taken seriously. Clinic decision has been to reprogram pt with a gem 7227 with dedicated bipolar leads to the reversed polarity mode. Importantly, the transverse shocking lead was interrogated and showed satisfactory performance as best assessed with normal sensing and pacing characteristics. There were also normal pacing characteristics using various poles of pacing, that is, pacing from tip to shocking lead, tip to svc lead. Pt lead was removed by laser extraction and will be analyzed further, but there seemed to be no malfunction of the lead, but it seemed to be a primary ICD generator fault.